Event description:
It was reported that during thirty minutes of activation, while advancing the recanalization catheter in the right sfa using an anterograde approach the catheter could not advance further into the lesion. While the catheter was being removed from the body it came in contact with another catheter that was used during the procedure. At that time the tip of the other catheter detached and remained inside of the body. The detached tip was then pinned against the vessel wall with a stent. Adequate blood flow was created to end the procedure. There was no known impact or consequence to the patient.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. The investigation is inconclusive, as the sample was not returned for evaluation. Per the reported event details, the crosser catheter came into contract with another manufacturers catheter, causing the tip of the other manufacturers catheter to detach. It is unknown if the other catheter contributed to the advancement issues with the crosser catheter. Based upon the available information, the definitive root cause is unknown. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.